Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant had an impella cp placed when the team discovered the pump was out of position and the team was unable to reposition. The pump was removed and replaced. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.